Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient alleged that she experienced an allergic reaction to the over lay patch on (B)(6) 2019, where her eyes were swollen. The patient reported that she was evaluated by her primary physician who thought her allergy was associated with something other than the overlay patch. Blood work was performed; however, no allergies were identified. The patient was referred to an eye doctor for further evaluation. The date of the primary physician visit was not provided. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.